Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that there was a por (power on reset) warning message seen. The patient reported that they were checking their ins with her programmer when the por was seen. There were no falls or traumas that could be related to this issue. The patient reported that on the day prior to the report they had a revision done. The patient also reported not feeling stimulation. Additional information was received from a healthcare provider (hcp) and it was reported that it was believed that the cautery from the revision surgery caused the programmer to not function properly. The hcp reported that the patient was meeting with a manufacturer¿s representative on (B)(6) 2016 for reprogramming. Additional information about the revision surgery and sacrum pain/problems can be seen in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.